Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine spasm ('expulsive seizures') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (3 vaginal deliveries (1991, 1995, 2007). The 1st delivery was obstructed with a labor time of 15 hours and despite an episiotomy, numerous local tears were present. Note that the birth weight of her 1st child as well as her 3rd was over 3.5 kg) and multi gravida. Concurrent conditions included cystocele (associated with stress urinary incontinence) since 2004. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("implant placement failure on the left side.only right side essure placement"). In 2012, the patient experienced pudendal canal syndrome ("pudendal neuralgia/ irreversible pudendal neuralgia"), vulvovaginal burning sensation ("permanent burning sensation of vagina"), pollakiuria ("standing urination due to micturition") and urinary tract infection ("multiple urinary tract infections"). On an unknown date, the patient experienced uterine spasm (seriousness criteria medically significant and intervention required), cystocele ("cystocele") and perineal pain ("cold water bath to reduce burning sensation of perineum"). The patient was treated with surgery (surgery to remove the right side essure. Tubal ligation by coagulation and transobturator tape procedure). Essure was removed on (B)(6) 2007. At the time of the report, the uterine spasm, complication of device insertion, cystocele, pudendal canal syndrome, vulvovaginal burning sensation, pollakiuria, urinary tract infection and perineal pain outcome was unknown. The reporter considered complication of device insertion, cystocele, perineal pain, pollakiuria, pudendal canal syndrome, urinary tract infection, uterine spasm and vulvovaginal burning sensation to be related to essure. The reporter commented: 15-oct-2007:tubal ligation by coagulation. Surgical incisions of urethral meatus and anterior perineum. Bladder repression up to ischiopubic branch twice. (B)(6) 2008: tearing of the vagina,1 cm incision of urethra. Incision of the vagina. (B)(6) 2011: transobturator tape procedure insufficient results, double strip promontofixation surgery and burch¿s cervico-cystopexy. (B)(6) 2011: surgeon informed the patient about the need for transvaginal tape procedure. (B)(6) 2011: transvaginal tape procedure. During surgical procedure, surgical thread from burch procedure found in the bladder. (B)(6) 2012 : surgery for suspicion of migration in the vagina of a second surgical thread from burch procedure since 2012: cold water bath to reduce burning sensation of perineum, vagina, urinary tract. Ineffective treatment with neuroleptics, neurostimulation therapy, infiltration treatment. (B)(6) 2016 on (B)(6) 2015, (B)(6) 2015, (B)(6) 2016, (B)(6) 2018: ineffective pudendal nerve decompression. (B)(6) 2016 she had monthly hemorrhages and she lost 14 kilos in 2 months (B)(6) 2018 prescribed neurontin 100mg, (B)(6) 2019 monocrixo 100 mg; on (B)(6) 2020 syringes of xylocaine 2% urethral; on (B)(6) 2020 prontalgine, dafalgan codeine, biprofenid. To try to relieve my pain since 2018: 14 episodes of infiltration analgesia. Ineffective physiotherapy, patient unable to sit. Patient recognized as disabled since (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2021: the follow information were updated medical history and clinical information after essure removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine spasm ('expulsive seizures') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("implant placement failure on the left side. Only right side essure placement"). In 2012, the patient experienced pudendal canal syndrome ("pudendal neuralgia/ irreversible pudendal neuralgia"), vulvovaginal burning sensation ("permanent burning sensation of vagina"), pollakiuria ("standing urination due to micturition") and urinary tract infection ("multiple urinary tract infections"). On an unknown date, the patient experienced uterine spasm (seriousness criteria medically significant and intervention required), cystocele ("cystocele") and perineal pain ("cold water bath to reduce burning sensation of perineum"). The patient was treated with surgery (surgery to remove the right side essure. Tubal ligation by coagulation and transobturator tape procedure). Essure was removed on (B)(6) 2007. At the time of the report, the uterine spasm, complication of device insertion, cystocele, pudendal canal syndrome, vulvovaginal burning sensation, pollakiuria, urinary tract infection and perineal pain outcome was unknown. The reporter considered complication of device insertion, cystocele, perineal pain, pollakiuria, pudendal canal syndrome, urinary tract infection, uterine spasm and vulvovaginal burning sensation to be related to essure. The reporter commented: (B)(6) 2007:tubal ligation by coagulation. Surgical incisions of urethral meatus and anterior perineum. Bladder repression up to ischiopubic branch twice. (B)(6) 2008: tearing of the vagina,1 cm incision of urethra. Incision of the vagina. (B)(6) 2011: transobturator tape procedure insufficient results, double strip promontofixation surgery and burch¿s cervico-cystopexy. (B)(6) 2011: surgeon informed the patient about the need for transvaginal tape procedure. (B)(6) 2011: transvaginal tape procedure. During surgical procedure, surgical thread from burch procedure found in the bladder. (B)(6) 2012 : surgery for suspicion of migration in the vagina of a second surgical thread from burch procedure since 2012: cold water bath to reduce burning sensation of perineum, vagina, urinary tract. Ineffective treatment with neuroleptics, neurostimulation therapy, infiltration treatment. (B)(6) 2016: ineffective pudendal nerve decompression. Since 2018: 14 episodes of infiltration analgesia. Ineffective physiotherapy, patient unable to sit. Patient recognized as disabled since (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine spasm ('expulsive seizures') and cystocele ('cystocele / recurrence of cystocele') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystocele (associated with stress urinary incontinence. (B)(6) 2007: cure of cystocele) from 2004 to (B)(6) 2007, hepatic adenoma (patient stopped hormonal contraception and inserted an iud) in 2004, stress urinary incontinence ((B)(6) 2007: marked improvement in urinary incontinence.) In 2004, multi gravida, parity 3 (3 vaginal deliveries (1991, 1995, 2007). The 1st delivery was obstructed with a labor time of 15 hours and despite an episiotomy, numerous local tears were present. Note that the birth weight of her 1st child as well as her 3rd was over 3.5 kg), spontaneous abortion (aspiration and curettage with no complication) in 1994 and spontaneous abortion (aspiration and curettage with no complication) in 2005. Estroprogestative contraceptive use until 2004. Previously administered products included for an unreported indication: iud in 2004. Family history included depression (mother). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("implant placement failure on the left side.only right side essure placement"). In 2010, the patient experienced stress urinary incontinence ("recurrence of stress urinary incontinence"). In 2012, the patient experienced pudendal canal syndrome ("pudendal neuralgia/ irreversible pudendal neuralgia"), vulvovaginal burning sensation ("permanent burning sensation of vagina"), pollakiuria ("standing urination due to micturition"), urinary tract infection ("multiple urinary tract infections / repeated urinary tract infections"), perineal pain ("burning sensation of perineum / pain in the perineum"), musculoskeletal pain ("pain in the right buttock"), bladder pain ("vesical pain"), vulvovaginal pain ("vaginal pain") and granuloma ("granuloma") and underwent vaginal operation ("colpotomy"). In 2013, the patient experienced dysuria ("pelvic pain with micturition burning"). On an unknown date, the patient experienced uterine spasm (seriousness criteria hospitalization and intervention required) and cystocele (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2007 to (B)(6) 2007 and then from (B)(6) 2011 to (B)(6) 2011. The patient was treated with cold water bath, cold water bath to reduce burning sensation, and surgery (ablation, infiltration under general anesthesia, surgery to remove the right side essure and laparoscopy for tubal ligation via coagulation, transobturator tape procedure and transobturator tape procedure, elytrocele treatment and promontofixation and cervico cystopexy). Essure was removed on (B)(6) 2007. At the time of the report, the uterine spasm, complication of device insertion, cystocele, stress urinary incontinence, pudendal canal syndrome, vulvovaginal burning sensation, pollakiuria, urinary tract infection, perineal pain, musculoskeletal pain, dysuria, vaginal operation, bladder pain, vulvovaginal pain and granuloma outcome was unknown. The reporter considered bladder pain, complication of device insertion, cystocele, dysuria, granuloma, musculoskeletal pain, perineal pain, pollakiuria, pudendal canal syndrome, stress urinary incontinence, urinary tract infection, uterine spasm, vaginal operation, vulvovaginal burning sensation and vulvovaginal pain to be related to essure. The reporter commented: (B)(6) 2007: essure insertion on right, failure on left. (B)(6) 2007: laparoscopy for tubal ligation via coagulation and removal of essure in same time. Surgical incisions of urethral meatus and anterior perineum. Bladder repression up to ischiopubic branch twice. (B)(6) 2008: tearing of vagina,1cm incision of urethra and vagina. Cure of stress urinary incontinence via tot under general anesthesia. (B)(6) 2011: tot procedure insufficient results, double strip promontofixation surgery, burch¿s cervico-cystopexy. (B)(6) 2011: transvaginal tape procedure. Surgical thread from burch procedure found in bladder. (B)(6) 2012: surgery for suspicion of migration in vagina of 2nd surgical thread from burch procedure. 2012: ineffective treatment w/ neuroleptics, neurostimulation, infiltration. On (B)(6) 2015, (B)(6) 2015, (B)(6) 2016, (B)(6) 2018: ineffective pudendal nerve decompression. 19-apr-2016: hemorrhagic vaginal discharges and lost 17kg in 2 months. Subtotal hysterectomy w/ bilateral adnexectomy via laparotomy. 2018: neurontin, 2019: monocrixo; 2020: syringes of xylocaine urethral; (B)(6) 2020 prontalgine, dafalgan codeine, biprofenid to relieve pain. 2020: urethral burns after urination. Since 2018: 14 episodes of infiltration analgesia. Ineffective physiotherapy and recognized as disabled since (B)(6) 2020. Expert conclusion: interventions of tubal sterilization had no causal relationship w/ current or past symptoms. Pudendal nerve impairment could have been caused by vaginal deliveries and urethral burns after urination could be related to menopause. Impossible to attribute w/ certainty pain to one of the surgeries due to 18-month delay between intervention and onset of pain, and data of examination. Abnormalities on emg might be related to obstetrical history and the long drive that triggered symptoms intervention on (B)(6) 2016 was ineffective and did not change pain according to her. Very significant psychological suffering without adequate management found. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: pathological anatomy examination showed endometrial polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2021: patient¿s medical history updated, pathology test result provided, and the events stress urinary incontinence, buttock pain, dysuria, colpotomy, vesical pain, vaginal pain and granuloma were added. Additional information about patient¿s condition and conclusion of expert were captured under reporter¿s causality comment field. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of uterine spasm ('expulsive seizures') and cystocele ('cystocele / recurrence of cystocele') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystocele (associated with stress urinary incontinence. (B)(6) 2007: cure of cystocele) from 2004 to (B)(6) 2007, hepatic adenoma (patient stopped hormonal contraception and inserted an iud) in 2004, stress urinary incontinence ((B)(6) 2007: marked improvement in urinary incontinence.) In 2004, multi gravida, parity 3 (3 vaginal deliveries (1991, 1995, 2007). The 1st delivery was obstructed with a labor time of 15 hours and despite an episiotomy, numerous local tears were present. Note that the birth weight of her 1st child as well as her 3rd was over 3.5 kg), spontaneous abortion (aspiration and curettage with no complication) in 1994 and spontaneous abortion (aspiration and curettage with no complication) in 2005. Estroprogestative contraceptive use until 2004. Previously administered products included for an unreported indication: iud in 2004. Family history included depression (mother). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("implant placement failure on the left side.only right side essure placement"). In 2010, the patient experienced stress urinary incontinence ("recurrence of stress urinary incontinence"). In 2012, the patient experienced pudendal canal syndrome ("pudendal neuralgia/ irreversible pudendal neuralgia"), vulvovaginal burning sensation ("permanent burning sensation of vagina"), pollakiuria ("standing urination due to micturition"), urinary tract infection ("multiple urinary tract infections / repeated urinary tract infections"), perineal pain ("burning sensation of perineum / pain in the perineum"), musculoskeletal pain ("pain in the right buttock"), bladder pain ("vesical pain"), vulvovaginal pain ("vaginal pain") and granuloma ("granuloma") and underwent vaginal operation ("colpotomy"). In 2013, the patient experienced dysuria ("pelvic pain with micturition burning"). On an unknown date, the patient experienced uterine spasm (seriousness criteria hospitalization and intervention required) and cystocele (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2007 to (B)(6) 2007 and then from (B)(6) 2011 to (B)(6) 2011. The patient was treated with cold water bath, cold water bath to reduce burning sensation, cold water bath to reduce burning sensation and surgery (ablation, infiltration under general anesthesia, surgery to remove the right side essure and laparoscopy for tubal ligation via coagulation, transobturator tape procedure and transobturator tape procedure, elytrocele treatment and promontofixation and cervico cystopexy). Essure was removed on (B)(6) 2007. At the time of the report, the uterine spasm, complication of device insertion, cystocele, stress urinary incontinence, pudendal canal syndrome, vulvovaginal burning sensation, pollakiuria, urinary tract infection, perineal pain, musculoskeletal pain, dysuria, vaginal operation, bladder pain, vulvovaginal pain and granuloma outcome was unknown. The reporter considered bladder pain, complication of device insertion, cystocele, dysuria, granuloma, musculoskeletal pain, perineal pain, pollakiuria, pudendal canal syndrome, stress urinary incontinence, urinary tract infection, uterine spasm, vaginal operation, vulvovaginal burning sensation and vulvovaginal pain to be related to essure. The reporter commented: the commission considers that causal relationship between pudendal neuralgia and surgeries performed for urinary incontinence, prolapsus and definitive contraception is not very probable, those surgeries can't be related to pudendal neuralgia. The first symptoms of pudendal neuropathy occurred more than 18 months after the surgeries. The patient is suffering of urethral burns after urination which could be related to menopause of hormone deficiency. The patient is also suffering of psychological pain. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: pathological anatomy examination showed endometrial polyp. Abstract: (B)(6) 2007: essure insertion on right, failure on left. (B)(6) 2007: laparoscopy for tubal ligation via coagulation and removal of essure in same time. Surgical incisions of urethral meatus and anterior perineum. Bladder repression up to ischiopubic branch twice. (B)(6) 2008: tearing of vagina,1cm incision of urethra and vagina. Cure of stress urinary incontinence via tot. (B)(6) 2011: tot procedure insufficient results, double strip promontofixation surgery, burch¿s cervico-cystopexy. (B)(6) 2011: transvaginal tape procedure. Surgical thread from burch procedure found in bladder. (B)(6) 2012: surgery for suspicion of migration in vagina of 2nd surgical thread from burch procedure. 2012: ineffective treatment w/ neuroleptics, neurostimulation, infiltration. (B)(6) 2015, (B)(6) 2015, (B)(6) 2016, (B)(6) 2018: ineffective pudendal nerve decompression. (B)(6) 2016: hemorrhagic vaginal discharges and lost 17kg in 2 months. Subtotal hysterectomy w/ bilateral adnexectomy via laparotomy. 2018: neurontin, 2019: monocrixo; 2020: syringes of xylocaine urethral; (B)(6) 2020 prontalgine, dafalgan codeine, biprofenid to relieve pain. 2020: urethral burns after urination. Since 2018: 14 episodes of infiltration analgesia. Ineffective physiotherapy and recognized as disabled since (B)(6) 2020. Expert conclusion: interventions of tubal sterilization had no causal relationship w/ current or past symptoms. Pudendal nerve impairment could have been caused by vaginal deliveries and urethral burns after urination could be related to menopause. Impossible to attribute w/ certainty pain to one of the surgeries due to 18-month delay between intervention and onset of pain, and data of examination. Abnormalities on emg might be related to obstetrical history and the long drive that triggered symptoms intervention on (B)(6) 2016 was ineffective and did not change pain according to her. Very significant psychological suffering without adequate management found quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2022: further information was received via lawyer. The commission considers that causal relationship between pudendal neuralgia and surgeries performed for urinary incontinence, prolapsus and definitive contraception is not very probable, those surgeries can't be related to pudendal neuralgia. The first symptoms of pudendal neuropathy occurred more than 18 months after the surgeries. The patient is suffering of urethral burns after urination which could be related to menopause of hormone deficiency. The patient is also suffering of psychological pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine spasm ('expulsive seizures') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("implant placement failure on the left side.only right side essure placement"). In 2012, the patient experienced pudendal canal syndrome ("pudendal neuralgia/ irreversible pudendal neuralgia"), vulvovaginal burning sensation ("permanent burning sensation of vagina"), pollakiuria ("standing urination due to micturition") and urinary tract infection ("multiple urinary tract infections"). On an unknown date, the patient experienced uterine spasm (seriousness criteria medically significant and intervention required), cystocele ("cystocele") and perineal pain ("cold water bath to reduce burning sensation of perineum"). The patient was treated with surgery (surgery to remove the right side essure. Tubal ligation by coagulation and transobturator tape procedure). Essure was removed on (B)(6) 2007. At the time of the report, the uterine spasm, complication of device insertion, cystocele, pudendal canal syndrome, vulvovaginal burning sensation, pollakiuria, urinary tract infection and perineal pain outcome was unknown. The reporter considered complication of device insertion, cystocele, perineal pain, pollakiuria, pudendal canal syndrome, urinary tract infection, uterine spasm and vulvovaginal burning sensation to be related to essure. The reporter commented: (B)(6) 2007:tubal ligation by coagulation. Surgical incisions of urethral meatus and anterior perineum. Bladder repression up to ischiopubic branch twice. (B)(6) 2008: tearing of the vagina,1 cm incision of urethra. Incision of the vagina. (B)(6) 2011: transobturator tape procedure insufficient results, double strip promontofixation surgery and burch¿s cervico-cystopexy. (B)(6) 2011: surgeon informed the patient about the need for transvaginal tape procedure. (B)(6) 2011: transvaginal tape procedure. During surgical procedure, surgical thread from burch procedure found in the bladder. (B)(6) 2012 : surgery for suspicion of migration in the vagina of a second surgical thread from burch procedure since 2012: cold water bath to reduce burning sensation of perineum, vagina, urinary tract. Ineffective treatment with neuroleptics, neurostimulation therapy, infiltration treatment. (B)(6) 2016: ineffective pudendal nerve decompression. Since 2018: 14 episodes of infiltration analgesia. Ineffective physiotherapy, patient unable to sit. Patient recognized as disabled since (B)(6) 2020. Amendment: the report was amended for the following reason: event "sitting disability" demoted to comment (qualifier of pudendal events). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine spasm ('expulsive seizures') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("implant placement failure on the left side. Only right side essure placement"). In 2012, the patient experienced pudendal canal syndrome ("pudendal neuralgia"), neuralgia ("irreversible pudendal neuralgia"), vulvovaginal burning sensation ("permanent burning sensation of vagina"), urinary tract disorder ("standing urination due to micturition modification") and urinary tract infection ("multiple urinary tract infections"). On an unknown date, the patient experienced uterine spasm (seriousness criteria medically significant and intervention required), cystocele ("cystocele"), sitting disability ("patient unable to sit") and perineal pain ("cold water bath to reduce burning sensation of perineum,"). The patient was treated with surgery (surgery to remove the right side essure. Tubal ligation by coagulation and transobturator tape procedure). Essure was removed on (B)(6) 2007. At the time of the report, the uterine spasm, complication of device insertion, cystocele, pudendal canal syndrome, neuralgia, vulvovaginal burning sensation, sitting disability, urinary tract disorder, urinary tract infection and perineal pain outcome was unknown. The reporter considered complication of device insertion, cystocele, neuralgia, perineal pain, pudendal canal syndrome, sitting disability, urinary tract disorder, urinary tract infection, uterine spasm and vulvovaginal burning sensation to be related to essure. The reporter commented: (B)(6) 2007:tubal ligation by coagulation. Surgical incisions of urethral meatus and anterior perineum. Bladder repression up to ischiopubic branch twice. On (B)(6) 2008: tearing of the vagina,1 cm incision of urethra. Incision of the vagina. On (B)(6) 2011: transobturator tape procedure insufficient results, double strip promontofixation surgery and burch¿s cervico-cystopexy. On (B)(6) 2011: surgeon informed the patient about the need for transvaginal tape procedure. On (B)(6) 2011: transvaginal tape procedure. During surgical procedure, surgical thread from burch procedure found in the bladder. (B)(6) 2012 : surgery for suspicion of migration in the vagina of a second surgical thread from burch procedure. Since 2012: cold water bath to reduce burning sensation of perineum, vagina, urinary tract. Ineffective treatment with neuroleptics, neurostimulation therapy, infiltration treatment. On (B)(6) 2016: ineffective pudendal nerve decompression. Since 2018: 14 episodes of infiltration analgesia ineffective physiotherapy. Patient recognized as disabled since (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report